Event description:
Customer fell while transferring herself into bed from a pride shuttle. Customer sustained right humeral fracture as a result of the fall. Customer was hospitalized for approximately 1 week. Rehab for approximately 5 weeks.